Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on the device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed on the device. Device is under fsca battery advisory. Patient is device dependent. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.